Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 53 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer over-estimated how much insulin was needed when addressing an elevated bg level via bolus delivery. Recommendation was made to consult with healthcare provider regarding diabetes management.